Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end were damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and subsequent withdrawal attempts. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination of the crimped stent found stent struts at the proximal portion of the crimped stent were damaged, distorted & stretched proximally. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and subsequent withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15dec2014. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified and tortuous left anterior descending (lad) artery. A 2.75 x 32mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.